Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1729602 revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The lot met all product specifications, including sterilization prior to shipment. The product has not been returned for evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) failed to be inserted in the sheath because of resistance. No patient injury was reported. No further additional information was provided.

Manufacturer narrative:
Per product analysis, a radial tear was observed in the balloon of the returned device. As reported, the 5f mynxgrip vascular closure device (vcd) failed to be inserted in the sheath because of resistance. No patient injury was reported. No further additional information was provided. Multiple attempts were made without success to obtain additional information. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was not returned for investigation. The distal tip of the catheter was inspected for anomalies. No anomalies were observed. However, a radial tear was observed in the balloon and there was evidence of exposure to blood on the balloon which likely indicates the device has been inserted into a sheath or a patient. Visual inspection at high magnification confirmed that the source of the leak was a radial tear in the balloon, approximately 3 mm from the balloon proximal neck. A product history record (phr) review of lot f1729602 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿catheter inability to advance in sheath¿ was not confirmed through analysis since the involved sheath was not returned and anomalies were observed with the distal tip. However, an additional failure of ¿balloon loss of pressure¿ was confirmed through leak test due to a radial tear. The root cause of the event experienced and the tear could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine the contributing factors to the inability to advance in the sheath since no issues were noted to the distal tip. It is possible that there was damage to the sheath, however, this could not be confirmed without return of the procedural sheath. Additionally, the investigation found a radial tear on the balloon of the returned device which likely occurred during handling of the device. According to the instructions for use, ¿insert mynxgrip into the procedural sheath up to the white shaft marker. Inflate the balloon until the black marker is fully visible on the inflation indicator.¿ the IFU also instructs users to discard the device if the balloon does not maintain pressure. The returned device performed as intended per the mynxgrip IFU. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.